Event description:
It was observed that during the device evaluation, the subject device had flooding of cable and image pickup (charge coupled device). Corrosion of electrical contacts was also noted. There was no patient involvement.

Manufacturer narrative:
E3-non-health care professional; e2: no. Based on the results of the investigation, a definitive root cause could not be identified. Since the device in question was manufactured more than 15 years ago, the device history record could not be verified. Olympus will continue to monitor the field performance of this device.